Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported left side "allergies, itchy skin, implant is hard (unknown side) or getting bigger, burning sensation¿, also reported "breast cancer ndr, unable to sleep, loss of weight, thyroid overactive, bii, muscle spasms, digestion issues, immune system was affected, loss of hair." Are non device related. Patient later reported left side " capsular contracture baker grade IV." The device has been explanted.